Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-720a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 2:14 minutes, 7,804 joules while using a surgical fiber during a prostate procedure, the dr. Reported that it was not rotating well and asked for a new fiber. At 23:15 minutes, 190,767 joules while using the second side-firing surgical fiber, the output beam was observed to be firing out of the end. The procedure was completed using a third surgical fiber. There was no injury reported. This report is for the second surgical fiber used.